Manufacturer narrative:
The analyzer (B)(6), was returned by the customer for repair and data assessment did not identify the alleged run performed on (B)(6) 2021 as indicated by the customer. Although requested it could not be confirmed whether the initially alleged sample corresponds to the following runs found in the data: run (B)(6) made a potential false positive call for the sars-cov-2 target of the scfa assay. Runs (B)(6) made potential false positive calls for the influenza b target of the scfa assay. Run (B)(6) made a potential false positive call for the influenza a target of the scfa assay. Run (B)(6) made a potential false positive call for the influenza b and sars-cov-2 targets of the scfa assay. Run (B)(6) made a potential false positive call for the influenza a and sars-cov-2 targets of the scfa assay. Runs (B)(6) made potential false positive calls for all three targets of the scfa assay. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves have been launched. The implementation of both the software and the updated script have shown a reduction in the calculated false positive rate. Consignees have been notified. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleges a false positive result for one patient sample with the cobas® sars-cov-2 & influenza a/b test (scfa) for use on the cobas® liat® system. On(B)(6) 2021, the initial patient sample was tested with the cobas® liat® system and generated sars-cov2 positive, flu a positive, flu b positive. The same sample was repeated with the same liat® system and generated negative results for all the 3 targets. The negative results were only reported to the patient. No harm is alleged. An investigation in ongoing